Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).

Event description:
It was reported that during implant the left ventricular (lv) lead had high impedance and a possible fracture. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.